Event description:
According to the healthcare provider, a patient had a seizure approximately 12 hours after tms treatment. Ems was called and she was transported to ER where she was released the same night. Patient stated she had donated plasma and was upset due to an argument with a family member the same day. The patient had a follow up eeg, CT scan and MRI which were normal. The patient's treating physician believes it could be a pseudo-seizure, unrelated to tms.